Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving morphine (concentration 0.5mg/ml, dose 0.8mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain and peripheral neuropathy. On (B)(6) 2015, an alarm was heard and confirmed by telemetry. The telemetry confirmed that the low reservoir alarm and critical alarm due to empty reservoir was occurring. No symptoms were reported. The health care professional later reported that the pump ran out of medication, alarmed due to low and empty reservoir and was refilled, thereby resolving the issue.